Manufacturer narrative:
A partial lead was returned in three segments for analysis. The connector portions of the lead that were returned were normal. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the cause of death was congestive heart failure, renal failure and cardiac arrhythmia.

Manufacturer narrative:
(B)(4).